Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The base frame was returned for evaluation, and subsequent testing verified the complaint. The weld was broken where the seat frame attaches. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Broken weld on the base frame where the seat frame attaches.